Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that an auto threshold test was not being able to run due to respiration during a lead revision. The boston scientific technical services (ts) discussed that the test failed due to the respiratory modulation index (rmi) was being too large a the start of testing. No additional adverse patient effects were reported.